Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak at the differential mixing chamber of the coulter lh 500 hematology analyzer. The customer also reported that the instrument was giving pc-1 errors and incomplete differential results. The customer was wearing personal protective equipment (ppe), consisting of a gown, goggles, and gloves at the time of the event. There was no report of exposure to mucous membranes open wounds. Medical attention was not sought. The msds was not reviewed. There is an exposure plan in place at the facility and clean up was completed following the biohazard spill protocol. The customer indicated that incomplete differential results were obtained on patients samples, but no erroneous results were reported out of the laboratory; therefore, there was no change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. The fse found that there was a pinhole in the green strip tubing in the middle of the differential mixing chamber. The fse noted that all of the differential results were voting out. The fse replaced the tubing and verified the repairs per established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak is attributed to a pinhole in the tubing of the differential mixing chamber. (B)(4).